Manufacturer narrative:
Date of event is estimated additional information is unable to be obtained as the initial reporter elected to not be identified.

Event description:
The following information was received via a voluntary medwatch form (mw5150585): it was reported the patient had a spinal cord stimulator implanted. Patient went for an MRI and the medical staff could not turn off the spinal cord stimulator, so an abbott representative came from to turn it off. Five hours later it was determined that there was a problem with the spinal cord stimulator. The spinal cord stimulator was removed. At my post op appointment the surgeon's p.a. Stated, 7 of the 13 paddles leading to the generator were twisted and would not work correctly.